Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1).there is no allegation related to the bard/davol ventralex st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and an unspecified bard/davol ventralight st(device #1) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and an unspecified bard/davol ventralight st(device #1) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st(device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2017 ¿ patient was diagnosed with ventral hernia thereby underwent robotic repair with the implant of ventralight st mesh (device 1). Per op notes, ¿incarcerated omentum trapped within a ventral hernia was noted. A ventralight st mesh (device 1) was places as an underlay and secured to abdominal wall to over the fascial defect using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventralex st mesh (device 2). Per op notes, ¿a hernia sac with significant scarring was encountered. The contents of the sac include the omentum was fused to a piece of mesh (device 1) that invaginated along the medial aspect of the previous hernia repair. The mesh (device 1) was dissected off the fascia and exposed a fascial defect. A ventralex st mesh (device 2) was placed into abdominal cavity and secured using sutures.¿